Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction was confirmed through analysis of the submitted computed tomography (CT) images. The customer submitted 2 images showing the exterior of the outflow graft and bend relief during surgery. In both images, a lengthwise cut could be seen down the length of the bend relief, revealing a yellow tissue underneath. The tissue appears to fill in the space between the outflow graft and bend relief, consistent with extrinsic outflow graft obstruction (eogo). The exchanged outflow graft was discarded and would not be returned for evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the hm 3 lvas. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an extrinsic outflow graft obstruction (eogo). A computed tomography (CT) scan was performed and confirmed occlusion in the outflow graft.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the outflow graft was successfully exchanged on (B)(6) 2025. The patient was doing fine, and the pump flow went back to normal levels.